Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.00 x 36mm, eccentric, de novo target lesion with a greater than or equal 90 degree bend was located in the severely tortuous left anterior descending (lad) artery. Following predilitation, residual stenosis was 80%. While advancing a 3.00 x 36mm promus elite drug-eluting stent, resistance was encountered. Following stent deployment, a dissection was noted at the distal portion of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.